Manufacturer narrative:
Additional information: g3, h3, h6 correction: b5 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was partially fired and the interlock was engaged. The sled and staples were visible at the 2cm cut line. The jaw of the reload was open. The staple pushers were visible at the 2.5cm cut line. Functional testing found when the reload was loaded into a representative handle, that the interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was transected. The reload interlock was tested and found to function properly. It was reported that the device partially fired. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that excessive load was detected during use. The reported issue could not be confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic thoracoscopic pulmonary cyst resection, during the partial resection the pulmonary parenchyma, resistance limit occurred. The firing stopped halfway. All the parts were replaced with new products. After that, the device could be used without any problems. There was no patient injury. Afterwards, the sales representative tested the defective powered devices with uncleaned reloads used for hands-on on a sponge. The same issue occurred when the thickness exceeded a certain level. The device also stopped firing midway.

Manufacturer narrative:
D10 concomitant product: sigphandle - sig power sigphandle handle, serial# (B)(6) sigadaptstnd - sig power sigadaptstnd linear adapter, serial# c23abf0505 sigpshell - sig power sigpshell control shell, lot# unknown unknown egia su - unknown endo gia sulu, lot# unknown unknown egia su - unknown endo gia sulu, lot# unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic thoracoscopic pulmonary cyst resection, during the partial resection the pulmonary parenchyma, resistance limit occurred. The device did not fire. The surgeon was able to press the green button but was unable to fire.  All the parts were replaced with new products. After that, the device could be used without any problems. There was no patient injury. Afterwards, the sales representative tested the defective powered devices and reload on a sponge; the same issue occurred when the thickness exceeded a certain level. The device also stopped firing midway. Another reload was tested and had the same issue.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic thoracoscopic pulmonary cyst resection, during the partial resection the pulmonary parenchyma, resistance limit occurred. The device did not fire. The surgeon was able to press the green button but was unable to fire. All the parts were replaced with new products. After that, the device could be used without any problems. There was no patient injury. Afterwards, the sales representative tested the defective powered devices with uncleaned reloads used for hands-on a sponge. The same issue occurred when the thickness exceeded a certain level. The device also stopped firing midway.